Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
68-year-old male patient with extensive past cardiac medical and surgical history. He was admitted to the hospital following a right heart cath and elevated filling pressures with low cardiac output. His left ventricle was grossly dilated on echo and he was taken to the or for placement of impella 5.5. He was supported until his heart transplant on (B)(6) 2025. It was reported that on explant of the patient¿s native heart, the patient had developed an ulcer on the aorta "more distal than usual due to the impella catheter¿. The ulcer was found after cross clamp & native heart removal. The surgeon had to move the cross clamp which caused damage of the intimal layer of the aorta, and the patient had to undergo circulatory arrest due to aortic anastomosis to the donor heart.